Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) values ranging from 29 mg/dl to 273 mg/dl associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was a recent change in the infusion set used. During troubleshooting with customer technical support (cts), it was revealed that 2.85 units of a 3.85 unit bolus was delivered after the user cancelled it. It was determined by cts that the patient was not using the infusion set per the instructions for use. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error with their infusion sets.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.